Event description:
The complainant reported a (B)(6) year old asian male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had increased hematuria and bilirubin and hemolysis was observed, as a result the pump was removed the next day and infusion was added.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.